Manufacturer narrative:
Correction: d9 (product not returned). The reported event is considered confirmed. Although the product was not returned for evaluation, this was the first eps case, and the field engineer directly observed the malfunction at the time of occurrence. Based on the firsthand technical assessment, the reported assembly impairment is validated. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the labeling did not indicate any abnormalities. Based on the completed investigation, the root cause is attributed to a manufacturing-related deviation. To ensure thorough evaluation and recurrence prevention, an nc/CAPA has been initiated for detailed root cause analysis and implementation of corrective and preventive actions. As part of containment, a commercial hold has been applied to the affected batch, and pfa measures have been implemented to control any potential impact until the investigation is fully concluded. If more information is provided, the case will be reassessed.

Event description:
The long driver (ars742700) would not pass through the broach handle (ars10245) due to a pin on the handle protruding too far, blocking the driver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The long driver (ars742700) would not pass through the broach handle (ars10245) due to a pin on the handle protruding too far, blocking the driver.